Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall, the alert persisted after a restart, and the patient was instructed to replace the pump and use backup therapy. Symptoms included hyperglycemia with readings reported as ¿high,¿ thirst, headache, and fatigue. Outcomes included the need for backup diabetes therapy and user inconvenience; there was no professional medical intervention or hospitalization. Investigation included customer service troubleshooting, verification of alert history, confirmation that data could be synced prior to return, and arrangements for device replacement and return. Investigation of this device revealed an ilet motor malfunction consistent with a motor stall alarm, with no additional contributing factors identified from user history or use conditions. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the motor assembly.